Manufacturer narrative:
The device view logs were sent to us by the hosp, but no other info has been received surrounding the event, despite several attempts to obtain it. The hospital will not make the ventilator available to us or accept our field service engineer into hospital. Therefore, the investigation comprises only the evaluation of these logs. The logs from the device sent to us by hosp are view logs and these do not show the ventilator identity. The alleged event is said to have occurred in january, but the exact time is unk. These logs start at 18:13:54 on this date and end at 11:27:20 in the next day. The logs start in ongoing ventilation and there is no info of the ventilation mode or parameter settings. There are many alarms logged but these are normal ventilation alarms. There are no technical errors logged during the covered period which could imply any ventilator malfunction. The only standby logged in the logs is in 2008 at 11:27:20. By design the ventilator is set to standby from ventilation by pressing the start/stop ventilation key followed by pressing the yes pad in the appearing dialog window to stop ventilation. This logged as standby. Ventilation resumes from standby by pressing the same key and this is loged as ventilation start. We therefore, are unable to provide, determine or confirm the true cause of the event. Maquet inc submits this report on behalf of the device manufacturing facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.